Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 434 mg/dl. The customer was treated with insulin drip in the hospital. Customer assisted for attaching sensor to the transmitter. The insulin pump will not be returned for analysis.